Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a revision on (B)(6) 2014 to address the patient¿s l4-l5 stenosis and adjacent level disc disease to a l5-s1 fusion with synthes universal spine system (uss) implanted (B)(6) 2003. The patient was presenting with pain. The patient had a solid fusion at the l5-s1 level and there were no issue with the removal of the synthes hardware. The surgeon needed to remove the synthes uss hardware in order to instrument the l4-l5 levels with depuy synthes spine expedium hardware. The synthes hardware was removed without any issue. During revision surgery, there was an issue with a depuy instrument; a report has been forwarded to depuyspine complaint department about it. The surgery was completed successfully. This is report 8 of 14 for (B)(4).